Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements above 200 ohms. Technical services (ts) reviewed the shock impedance trend and noted a very gradual increase in shock impedance over time. Ts recommended keeping any new device programmed distal coil to can. No adverse patient effects were reported. This lead remains in service at this time.